Manufacturer narrative:
(B)(4). It is indicated that the complaint device is not returning; therefore, a failure analysis of the device could not be completed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with the respect to design, manufacturing, or labeling. The 3.0x28mm xience alpine referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a heavily calcified restenosed lesion in the previously stented right coronary artery (rca). The first whisper es guide wire was placed and a second whisper es guide wire was placed as a buddy wire. The 3.0x28mm xience alpine stent delivery system (sds) was advanced without issue and the stent implant was deployed without issue. The xience alpine sds and first whisper es guide wire were removed without issue. During removal of the second whisper es guide wire, resistance was felt and it was noted that the guide wire had inadvertently been caught with the struts of the deployed xience alpine stent implant. During the attempt to remove the guide wire, the tip separated. After removal of the proximal portion of the guide wire, attempts to snare the separated guide wire tip were unsuccessful; therefore, the tip was crushed into the vessel wall with an unspecified balloon dilatation catheter (bdc). The procedure was completed with no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.